Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was noted that the implantable cardioverter defibrillator (ICD) was incorrectly interpreted sinus tachycardia as true tachycardia. No changes or interventions were reported. The patient was in stable condition.